Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the electrical analysis, the resistance between df4 connector and shock electrode showed intermittent high out of range measurements. Subsequent visual inspection revealed an incomplete welding in the df4 connector of the conductor cable to the shock coil. This finding is assumed to be the root cause for the reported clinical observation. The quality documents accompanying the manufacturing process for this device were re-investigated showing all production steps were performed accordingly, and in particular the final acceptance test including high voltage test proved the device functions to be as specified. Despite the inconspicuous production records, the findings of the visual inspection led to implementation of a corrective action in order to avoid a recurrence of this single case event.

Event description:
It was reported that this lead was explanted due to shock impedance out of range (> 150 ohm). Should additional information be received, this file will be updated.